Event description:
Additional information revealed that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
H6 - evaluation codes - corrected patient and device codes to reflect the inoperable ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unavailable.